Event description:
Patient injected with radiesse dermal filler in the mid-face and nasolabial folds developed pitting edema with a red, warm area and one eye swelling shut.

Manufacturer narrative:
The patient was treated with the antibiotic, augmentin and within three days was reported to be doing much better. The patient had a root canal procedure performed the week prior to the radiesse injections, and the physician feels this may have played a role in the infection. The physician stated the patient returned to her home, and did not seek further medical treatment. Add'l catalogue# 8069m0k1, lot# 1013305, expiration date: 03/2011. Additional device manufacture date: 03/2009.